Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure. The right hip revision procedure took place approximately six years post-implantation due to metallosis. During the procedure, osteolysis of the acetabulum was noted, metallosis was found on the trunnion. The cup, head, and taper were removed and replaced; a poly liner was implanted. No further information is currently available.